Manufacturer narrative:
Additional product code: osh, kwq, mnh, mni, kwp. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Photo investigation: the device was not returned. A photo-investigation was performed on the images located in pc attachment ¿(B)(4)". Upon inspecting the images provided, it was observed the threaded portion of the screw was broken in two pieces. However, the root cause of the breakage cannot be determined based on the available image. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the screw was broken, patient had marfan's syndrome. The patient need's a revision surgery. This report is for one (1) expedium spine system uniplanar screw 6.35 x 4.35 x 35mm. This is report 1 of 1 for complaint (B)(4).